Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was returned, and a leak was identified. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced fluid leak. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) month old male patient was (B)(6) kgs.